Event description:
As reported, a 6f exoseal vascular closure device (vcd) was prepared and used in accordance with the instructions for use (IFU), but the bleeding did not stop. Bleeding was observed immediately after device removal, with pulsatile bleeding at the puncture site noted upon removal of the exoseal vcd and non-cordis sheath. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes. There were no reported injuries to the patient. The exoseal vcd was used in a trans-femoral coronary angiogram (tfca). A non-cordis 6f catheter sheath introducer was used. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the exoseal vcd. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including a 30¿45-degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal. The patient¿s body mass index (bmi) was not greater than 40. The plug was deployed to the proper location. No anticoagulants, antiplatelets, or thrombolytics were used, and there were no multiple stick attempts made before access was achieved. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.